Event description:
It was reported that the pump failed accuracy test. No patient injury was reported.

Manufacturer narrative:
Device analysis: one device was returned for analysis. Visual inspection showed damages to the battery compartment and main board chip. The tamper seal was not broken. The reported problem could not be verified in the event history log (ehl). An accuracy test was performed and the reported issue was duplicated. It was determined that the cause was due to a thick expulsor height. As a result, the expulsor height was sanded. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.